Manufacturer narrative:
This report is filed february 8, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unsuccessful insertion of the electrode array. The patient was reimplanted with a new device during the same surgery.